Event description:
On-q pain pump placed during surgery (B)(6) 2014. Pump designed to slowly infuse. Upon removal in surgeon's office (B)(6) 2014, it was noted that pump did not infuse and still appears full of medication. Reported to (B)(4) by office nurse. On-q pump sent to hospital by office staff and currently in risk mgmt. No adverse affects reported. Pt reports adequate pain control post-operatively.